Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. 1 device is still pending evaluation.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes disengage during use, or reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes disengage during use, or reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes disengage during use, or reduced/inadequate brake force. There was 1 event with patient involvement; no adverse consequences were reported.